Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 1.2 with controlled medication failed. A field service engineer inspected the connections at the back of the station, confirmed they were intact, replaced the drawer engine, and tested the functionality. The customer verified proper operation after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer opened to dispense a controlled medication but did not register as closed, resulting in the patient record not being updated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.